Event description:
Reportedly, upon interrogation during a scheduled follow-up on (B)(6) 2017, the subject pacemaker was found in standby mode, with a message displayed for the re-initialization of the pacemaker. After pressing the ¿ok¿ button, the inductive telemetry was reportedly lost and the follow-up could not be performed. The same behavior was observed on (B)(6) 2017. Therefore, a re-intervention was performed to replace the pacemaker. The subject pacemaker was returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation during a scheduled follow-up on 7 march 2017, the subject pacemaker was found in standby mode, with a message displayed for the re-initialization of the pacemaker. After pressing the ¿ok¿ button, the inductive telemetry was reportedly lost and the follow-up could not be performed. The same behavior was observed on (B)(6) 2017. Therefore, a re-intervention was performed to replace the pacemaker. The subject pacemaker was returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, upon interrogation during a scheduled follow-up on 7 march 2017, the subject pacemaker was found in standby mode, with a message displayed for the re-initialization of the pacemaker. After pressing the ¿ok¿ button, the inductive telemetry was reportedly lost and the follow-up could not be performed. The same behavior was observed on (B)(6) 2017. Therefore, a re-intervention was performed to replace the pacemaker. The subject pacemaker was returned for analysis.